Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low impedance and low amplitude, caused by a possible dislodgment or insulation break. This lead was successfully replaced. No additional adverse patient effects were reported.